Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information nose irritation; respiratory tract irritation; lung disease. There was report of serious or permanent harm or injury. Device has not been returned to the manufacture for evaluation. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device evaluation has been completed. The following fields has been updated in this report. The manufacturer received information alleging an issue related to a recert - dreamstation auto CPAP device's sound abatement foam. The manufacturer received information nose irritation, respiratory tract irritation and lung disease. There was report of serious or permanent harm or injury. The device was returned to the manufacturer's service center for further evaluation. During the evaluation of the device at the manufacturer service center, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the manufacturer service center. There was no error code found. The manufacturer service center concludes that there were no visible foam degradation and unit got passed final test in box a: patient identifier has corrected. In box b: date of death has updated. In box d: product brand name, model number, catalog item identifier, device serviced by 3rdp?, device available for eval?, date returned to mfg has updated. In box e: reporting institution name, reporting address state has updated. In box g: date received by mfg has been updated. In box h: device evaluated by mfg?, evaluation method code grid, evaluation results code grid, conclusion code grid, remedial action initiated, recall (z) number has been updated.